Manufacturer narrative:
Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 1051519. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. No actual sample or picture returned, the defect status of the soft needle handle bifurcation cannot be confirmed. DHR review(lot# 1051519 ): the complaint gauge is 24g, assembly at auto line 2 in mar. 2021, packaging at cfs packing machine in mar. 2021, lot quantity is (B)(4). Reviewed the in process test and outgoing test reports for this lot product, all test results met the product specifications, no abnormality found. Review the production record and machine troubleshooting records for this lot product, no abnormality, deviation or rework activities found. Checked the retention sample of this batch and found no issue. No similar complaint was received from the complaint lot. Conclusion: no abnormality found on process. As no defective sample was returned, the root cause of the soft needle handle bifurcation cannot be confirmed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced catheter splitting. The following information was provided by the initial reporter: intravenous indwelling was performed at 11:30 on (B)(6) 2021. Opened the indwelling needle to find the soft needle handle bifurcation, to replace the indwelling needle.